Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery. This report is submitted on 29 january 2021.

Manufacturer narrative:
This report is submitted on 16 april 2021.

Manufacturer narrative:
This report is submitted on 19 nov 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.